Event description:
It was reported that an unspecified number of injector luer lock n35c multipack experienced product damage/deformation -device still operable. Product defect was noted during use. The following information was provided by the initial reporter: before n35 was tried to be connected, damage on n35 was found and not used.

Manufacturer narrative:
Investigation summary: one sample and four photos were returned to our quality team for investigation. Upon inspecting the product sample and photos, the injector is observed to be activated and the needle is exposed. The grips of the safety sleeve are noted not to be in the proper place, the rotation stops are damaged, and the injector is verified to be non-functional. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the evaluation of the device, the damage that was observed and the presence of antiemetic and saline indicate that the sample may have been used. A project had previously been opened to evaluate damage on the rotation stops of the injectors. After completing 69,210 inspections and 3,456 tests, no defective injectors were identified, therefore we could not determined a root cause related to our manufacturing process. Manufacturing personnel conduct a series of tests and inspections during the manufacturing process to ensure the quality and functionality of the device. To guarantee the function of phaseal devices, it is recommended to carefully follow instructions explained in the instructions for use. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends. According to project 1245 no evidence of failure during manufacturing process was found. Prior to the investigation of the incidence reported a CAPA (708467) was initiated to assed various failure modes associated with the connection.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of injector luer lock n35c multipack experienced product damage/deformation -device still operable. Product defect was noted during use. The following information was provided by the initial reporter: before n35 was tried to be connected, damage on n35 was found and not used.